Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, the left ventricular lead was explanted and replaced on the same day due to an unspecified reason. The patient was stable post procedure. No further information is available at this time.